Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic inguinal hernia repair, the customer noticed that the obturator from dissection balloon perforated peritoneum causing co2 to infiltrate abdomen and made visibility difficult and caused surgeon to convert to open hernia repair. Upon insertion of the hernia dissection balloon the doctor stated it felt different and was not dissecting tissue normally. Once dissection balloon was removed and blunt tip trocar was inserted it was noted that dissection balloon perforated through peritoneum. The doctor made the determination that to complete surgical procedure it would need to be performed in an open format. There was no rapid loss of abdominal pressure due to the device issue. The procedure extended for more than 30 minutes. In addition, the incision extended for more than one inch. The patient status is alive.